Event description:
Complainant alleged that the medics were monitoring a pt's (age and gender unknown) heart rhythm, but the device intermittently shut down. The medics changed the device battery, but the device continued to intermittently shut down. Complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.